Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette was not aspirating surging a cataract procedure. The cassette was replaced and the procedure was completed there was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The used returned sample was visually and functionally tested and passed testing; an occlusion was not found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).